Event description:
Numbness and cramping of both hands and feet. Trouble sleeping. Trouble walking. Pins and needles in all limbs. Dose or amount: minimal. Frequency: 2x. Route: oral. Dates of use: 1996 - present. Diagnosis or reason for use: denture wearer. Event abated after use: yes.